Event description:
When preparing for a surgery the abdominal surgery pack was opened. As the surgical tech arranged the items, it was observed that the rectangular plastic prep tray was broken in several places and the sharp edges caused a hole in the drape for the double basin.